Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia ablation procedure with a thermocool smarttouch sf catheter and the temperature cut-off of 37 celsius was exceeded, reaching up to 40 degrees, and the ablation was cut off. The medical team attempted to come on ablation twice but the temperature issues recurred. The medical team removed the catheter from the patient's body and tried to flush, but the flushing would not happen. The catheter was replaced and the procedure continued without issue. No patient consequences were reported.